Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation therapy. A loss of therapy was reported. The patient reported that she had been peeing her pants a lot more (timeframe unknown) and at a visit on (B)(6) her doctor that manages the device told her that the implant wasn't working. The doctor had used the patient programmer to try to check her implant but couldn't get anything. The patient stated that the implant battery should have lasted 7 years and it hasn't even been 4 years (will be 4 yrs in (aug.) And that she has had the device and that she was scheduled to have the device removed on friday. The patient wasn't sure what her insurance would pay for removal and she hoped that it would pay for everything because the doctor had told her that the implant battery should be good for 7 years and it had not and maybe it was not working because of some defect. Patient services reviewed primary cell battery longevity with the patient and explained that it was based on each patient¿s individual settings/usage. It was recommended the patient speak with their doctor, and reviewed that the doctor could call the manufacturer with the patient¿s settings and a longevity calculation could be performed. No further complications were reported or are anticipated.

Event description:
Additional information was received from a consumer (con). It was reported that the patient saw a manufacturer representative (rep) on (B)(6) 2017 to check if the batteries were down, which they were. It was noted that the setting had been turned up due to some falls the patient had prior. To resolve the implant not working, it was removed on (B)(6) 2017. The cause was noted to be the batteries being down, before the seven years were up, due to falling. The patient didn't know if the ins was going to be returned.